Event description:
Litigation alleges that the patient suffered pain and excessive levels of chromium and cobalt.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed. (B)(4). Exp: 9/19/2012.

Event description:
Update rec'd 3/12/2015 - ppd with first page of revision surgery medical records received. Dor provided. Part/lot information provided. The medical records do not report elevated metal ion levels. The stem and sleeve are being added to the complaint. This complaint was updated on: 03/26/15.